Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that the event took place during surgery. The operating time was much longer than it needed to be and the donor site was larger than needed. There were no sutures required. The taken graft was very damaged and an additional unplanned skin graft was required to complete the surgery. The operating time was doubled and patient was under anesthesia during delay. Another device was not used to finish the surgery. Due diligence is in progress, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: united kingdom.

Event description:
It was reported that the blade had a curve in the middle section of the blade. Blade lot was isolated from patient usage. Blades were measured using an engineering square. The middle of blade had an apparent curve. Inverting the blade 180 deg, causes corners to bow upwards. There was no harm or delay reported. Due diligence is in progress. There is no further information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Event description:
It was reported that the blades were not used only opened and examined and found to be bent. They were not used on a patient. The event was outside of surgery. Due diligence is complete, there was no additional information.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.